Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that there was a crack on the luer adapter. It was reported that the luer adapter was leaking and cracked. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur from overtightening the adapter. Overtightening the luer adapter can apply excessive stress, leading to cracks or breaks in the material. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, one month after the catheter was implanted, oozing blood was observed during hemodialysis when the machine was connected. The red (arterial) luer adapter had a crack (rupture) and was leaking. The insertion site was treated prior to the placement of the device. No instruments were used to loosen or tighten the device. Tego was not utilized. Betadine was the cleaning agent used for cleaning the adapters, while iodophor was the cleaning agent used for cleaning the device. No abnormalities were found on the device prior to use, and no other defects or damages were observed on the product at the time of the event. Flushing was performed with normal results. The extracorporeal circuit was the other product used with the device. No excessive force was applied. The catheter was repaired as a remedial action, and the defective head could not be returned because the customer refused to return it. A service kit was used with a product of a different product ID. The treatment was completed, and no medical intervention or tr eatment was required as a result of the event. There was a 1 milliliter blood loss, but a blood transfusion was not performed. There was no reported patient injury.